Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 768 mg/dl at the time of the incident and was treated with insulin. The customer had diarrhea, suffered from vomiting, and nausea. The customer was unable to complete the carelink upload. The customer stated that there was a discrepancy on sensor glucose and blood glucose. The blood glucose level was 768 mg/dl when on the insulin pump the level was 224 mg/dl. The insulin pump will not be returned for analysis.